Event description:
The ge oec 9800 fluoroscopy system had reportedly makes a "popping" sound during fluoroscopy.

Manufacturer narrative:
A ge oec service representative investigated the issue and found evidence of arcing at the high voltage cables of the x-ray tube. The high voltage candlesticks were cleaned and re-greased. The system was tested and found to be operating as intended. The system was released to the customer for use. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.